Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when retracting the loop catheter into the sheath. The loop catheter was unable to be fully retracted into the sheath before removing from the patient. It was also reported that the catheter array was knotted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: loop. Catheter product event summary: the 10fcc13 sheath with lot number 0012356008 was returned and analyzed. Visual inspection of the handle area was performed and showed a kink at the side port tube. Visual inspection of the shaft area was performed and showed a kink on the distal shaft at 2.06 inches from the tip. The performance test with a leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05424 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00770 psig and in an acceptable range. In conclusion, the sheath did not pass returned product inspection due to a kink observed on the side port tube and a kink observed on the distal shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.